Event description:
It was reported that premature release occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The patient anatomy contained a tall pectinate dividing the anterior lobe and posterior lobe. The trans-septal puncture was performed, the pigtail and was were advanced into the laa and the was sheath was placed in the posterior lobe. The wds was advanced into position with forward pressure, however upon deployment the pectinate blocked the deployment. The closure device did not open fully and it popped out of the laa. The device was partially recaptured. The axis was reattached to the anterior lobe and the deployment was re-performed. As soon as the device was deployed, it was unintentionally released from the core wire. Again, the device did not fully open due to the pectinate, leaving a gap of approximately 15mm between the device and the laa wall. The physician attempted to retrieve the device with a snare, however, the anchor of the device was firmly attached to the laa tissue. It was determined to surgically remove the laa and retrieve the device. The device was successfully retrieved.

Manufacturer narrative:
B5: updated patient status added to narrative.

Event description:
It was reported that premature release occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The patient anatomy contained a tall pectinate dividing the anterior lobe and posterior lobe. The trans-septal puncture was performed, the pigtail and was were advanced into the laa and the was sheath was placed in the posterior lobe. The wds was advanced into position with forward pressure, however upon deployment the pectinate blocked the deployment. The closure device did not open fully and it popped out of the laa. The device was partially recaptured. The axis was reattached to the anterior lobe and the deployment was re-performed. As soon as the device was deployed, it was unintentionally released from the core wire. Again, the device did not fully open due to the pectinate, leaving a gap of approximately 15mm between the device and the laa wall. The physician attempted to retrieve the device with a snare, however, the anchor of the device was firmly attached to the laa tissue. It was determined to surgically remove the laa and retrieve the device. The device was successfully retrieved. It was further reported that the patient was discharged.

Event description:
It was reported that premature release occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The patient anatomy contained a tall pectinate dividing the anterior lobe and posterior lobe. The trans-septal puncture was performed, the pigtail and was were advanced into the laa and the was sheath was placed in the posterior lobe. The wds was advanced into position with forward pressure, however upon deployment the pectinate blocked the deployment. The closure device did not open fully and it popped out of the laa. The device was partially recaptured. The axis was reattached to the anterior lobe and the deployment was re-performed. As soon as the device was deployed, it was unintentionally released from the core wire. Again, the device did not fully open due to the pectinate, leaving a gap of approximately 15mm between the device and the laa wall. The physician attempted to retrieve the device with a snare, however, the anchor of the device was firmly attached to the laa tissue. It was determined to surgically remove the laa and retrieve the device. The device was successfully retrieved. It was further reported that the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman flx delivery system was microscopically and visually analyzed revealing numerous small kinks in the sheath, tip damage (as the tri-cuts were flared), and abrasions inside the sheath on the distal end. Additionally, there was a tear in the implant fabric. Functional testing confirmed the implant was able to be threaded onto the core wire with no issues or resistance. The implant was recaptured and deployed with no issue. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.